Event description:
The customer contact reported inaccurate delivery. The pump was returned to the central processing dept with an unsigned note that stated, "screen doesn't display correct info, it is off by one digit." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.